Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The instrument/screws have not been received by the manufacturer for evaluation. The part has been discarded, so no part return is expected. No findings possible at this time. Part not received by manufacturer.

Event description:
A medtronic representative reported that one of the screws on an instrument tracker was found to be stripped. There was no patient present when this issue was identified.